Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited high capture thresholds in both unipolar and bipolar configurations. Several repositioning attempts were made but were unsuccessful. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.